Event description:
It was reported that the t25 driver tip was broken off during use in surgery to remove an implant. The broken piece was able to be retrieved. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip has sheared completely from the instrument. It appears a torsional force greater than the tip could withstand was applied to the instrument. A review of the device history records found no documentation to indicate a non-conformance to specifications.